Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose reading greater than 400 mg/dl after a supply change, with no observed leaks or cartridge seating issues, and bleeding noted upon infusion set removal; a subsequent supply change with a new cartridge resolved delivery concerns and insulin delivery resumed without issues. Symptoms included confusion. Outcomes included monitoring at home without medical intervention, with the user¿s caregiver assisting and glucose trending back within range after troubleshooting and education. Investigation included customer communication, device history review not conducted, and user-assisted troubleshooting focused on infusion set and cartridge replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that use of a new cartridge and site addressed the issue. It was concluded that the event involved hyperglycemia with an undetermined cause and that the device was able to deliver insulin after supply replacement, with no further action indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.